Event description:
It was reported that intermittent ongoing occlusions alarms occurred. The customer's blood glucose increased to 486 mg/dl due to issue. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.